Manufacturer narrative:
Analysis was performed on the implantable neurostimulator (ins) battery and it was determined that the ins was permanently damaged due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for cervical radiculopathy and non-malignant pain. Information was reported that the patient is getting poor communication, and the last time they successfully were able to recharge was about four weeks ago. The patient said he usually charges every two days, but the patient left his equipment in the philippines so he forgot what comes up on the screen. The patient is also not able to communicate with external devices. The patient has recently moved to rode island and can't find a doctor. No further complications were reported. No patient symptoms were reported.